Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that blood was leaking from the non-used y spike from above the chamber while connected to a patient. There was no harm.

Manufacturer narrative:
Addition: g.3. Correction: e.4.

Event description:
The customer reported that the tubing separated at the1st y-site after the drip chamber and pulled blood from port onto the floor. There was no harm. Received a copy of the customer's medwatch report which states, "blood tubing failures, product defect;10 different events between (B)(6)- (8)(6) 2018. Date: {b){6) 2018; location: 7se, tubing broke I separated at 1st y­ site after chamber; tubing pulled blood from port onto ground. No pt harm, psn no: {8)(4). Ref#'s mw5083034, mw5083035. Mw5083036, mw5083037, mw5083038, mw5083039. Mw5083040, mw5083041, and mw5083042."

Manufacturer narrative:
The customer¿s report of sets leaking from spike was confirmed. The suspect set was not returned for investigation; three new unused sets model 2477-0000, lot 18086026 were returned. During visual inspection, it was noted immediately that the pvc tubing was completely separated from one of the two drip chamber blood filter inlet ports on two of the three sets received. Functional testing was performed and the tubing set separated from the pvc tubing to the filter inlet port causing fluid to leak from the separation. The tubing was within specification on all three returned sets. Visual inspection under microscope noted that both sides of the pvc tubing had insufficient solvent applied at the engagement during manufacturing process on all three samples received. The cause of the leak was due to tubing separation. The root cause of the separation was identified as a manufacturing issue due to insufficient solvent being applied at the junction of the pvc tubing on all three unused sets received.

Event description:
The customer reported that blood was leaking from the non-used y spike from above the chamber while connected to a patient. There was no harm. Received a copy of the customer's medwatch report which states, "blood tubing failures - product defect; 10 different events between (b}(6)- (8)(6) 2018. Date: (8)(6) 2018, 7ne. Blood seeping from non-used y spike on tubing above chamber lot: (10)18086026, no pt harm, (8)(4). Ref#'s mw5083033, mw5083035, mw5083036, mw5083037. Mw5083038, mw5083039, mw5083040. Mw5083041, and mw5083042."